Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2020-01116, 3005168196-2020-01117.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod coils, ruby coils, a ruby coil detachment handle (handle), and non-penumbra microcatheter. It was reported that the patient anatomy was tortuous. During the procedure, the physician advanced a pod coil to the target vessel using the microcatheter and attempted to detach the pod coil using the handle. However, the handle failed to attach the pod coil. Subsequently, the pod coil was removed, and the physician implanted two penumbra coils in the vessel. The physician then advanced the next pod coil and a ruby coil separately to the vessel, but the same issue occurred; the handle failed to detach the pod coil and ruby coil. Therefore, the pod coil and ruby coil were removed. The procedure was completed using another penumbra coil and the same handle. There was no report of an adverse effect to the patient.